Event description:
Hospital staff used the device to treat a pt in v-tach. The pt was shocked once at 200 joules, and was converted. The pt would drop back into v-fib and was shocked multiple times over the next 3 hours. After 1 hour of use, the device indicated low battery, reportedly, 1 hour and 47 minutes after the low battery message, the device unexpectedly turned off. The staff powered the device back on and continued care to the patient. The pt was shocked 4 more times during the next 7 hours. The pt was then transported to the cath lab for treatment, the device was used as the vital signs transport. During transport the device again unexpectedly shut off. Repeated attempts to power the device back on were unsuccessful. The reporter stated there were no adverse affects to the pt as a result of device operation. The reporter's opinion was based on the short transport time; and the pt remained in stable condition during transport.